Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had inoperable air in line detector. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of inoperable air in line detector. No prior service history. Review of event log found no reoccurring alarms. Visual/functional testing was performed. Complaint was confirmed though verification testing. Upon further investigation, the downstream occlusion (dso) seal was delaminating. Replaced air in line detector sensor and dso seal. Device passed all test criteria post repair.